Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 8.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 7 atmospheres for 5 seconds, contrast media leakage was noted. The device was completely removed from the patient's body and was checked. It was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: an examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from 2mm distal to the distal edge of the proximal markerband and it extended distally for a total length of 30mm. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 8.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 7 atmospheres for 5 seconds, contrast media leakage was noted. The device was completely removed from the patient's body and was checked. It was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.